Event description:
Follow-up revealed the patient's weight.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial drg implant procedure. During the procedure, the patient experienced a cerebrospinal fluid leak. Several days later the patient began to experience non-disclosed symptoms. As a result, a blood patch was performed and addressed the patient's issue. Note: this report is in reference to the lead located at l5.